Event description:
The hospital reported the unit would not switch to manual ventilation during a case. There was no patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The microswitch was replaced to resolve the issue. Patient identifier, age or date of birth, and weight information unavailable. Device manufacture date: date of device manufacture year is 2006. The month of manufacture was unavailable at time of MDR filing. Legal manufacturer: hcs madison - (B)(4).